Event description:
It was reported that revision surgery was performed due to elevated metal ion levels. The femoral stem remained implanted.

Event description:
From 2010 patient reported increasing symptoms of vision problems, nausea, headaches, fluctuating body temperature, extreme fatigue, weakness and dizziness. Ongoing symptoms of myalgic encephalomyelitis, neurological damage, and ocular muscle twitches (blepharospasm).